Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy.

Event description:
Healthcare professional reported left side rupture, "pain", "lymph node of inflammatory reactive", and "linear and undulating images were identified in the interior of the left prosthesis". Healthcare professional also reported left side "possible inflamed hair follicle", which is not device-related. The device remains implanted.